Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrilator (crt-d) delivered six shocks in response to rhythm acceleration into ventricular tachycardia. The patient initially received anti-tachycardia pacing (atp) when supraventricular tachycardia began in the monitor only zone, which was inhibited, but then accelerated into the ventricular tachycardia zone. The atp acclerated the patient's heart rate into a rhythm at about 200 beats per minute. The patient then received the six 41 joules shocks, which slowed the rhythm. Atp was delivered twice more, then the patient's heart slowed down of its own accord to within normal parameters. Due to the therapy exhaustion that occurred, this patient was considered unprotected in the advent of need for life-saving therapy.